Manufacturer narrative:
The most possible root cause is that the screw was intentionally unscrewed, which led to the connection issue between the opmi and mora in this incident.

Event description:
The body of the head became detached from the mora adapter and, consequently, from the suspension arm. The surgeon screwed it back in and is using the equipment now. No harm was caused to the patient as the surgeon supported the head when it detached.